Manufacturer narrative:
Inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump suspended due to a sensor glucose below 40 mg/dl despite a blood glucose of 129 mg/dl. Prior to the low glucose suspend event, the customer had calibrated their sensor during an actually hypoglycemic event in which their blood glucose was 49 mg/dl. The customer treated the hypoglycemia with orange juice and milk. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis. However, the customer's sensor will be returned for analysis.